Event description:
Patient reported "capsular contracture, baker grade unknown, pain and discomfort, weight gain, tenderness of breasts, misshapen breasts [which is] affecting their mental health, lump in breast, unable to sleep and anxiety". Ultrasound has been performed. Device remains implanted. The events of "weight gain" and "unable to sleep" were determined to be not device-related. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "capsular contracture, baker grade unknown, pain and discomfort, weight gain, tenderness of breasts, misshapen breasts [which is] affecting their mental health, lump in breast, unable to sleep and anxiety". Ultrasound has been performed. Device remains implanted. The events of "weight gain" and "unable to sleep" were determined to be not device-related. This relates to the right side.